Manufacturer narrative:
(B)(4). Date sent: 10/12/2025. D4: batch #441c52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one vasecr35 reload was received. The reload was received partially fired 1/4. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. No functional test was performed due the condition of the reload. Based on the information currently available, the condition identified during the investigation of the reload received and has been correlated to the design. This condition will be addressed through ethicon endo surgery¿s quality system. The partially fired is consistent with an incomplete or interrupted cycle. The event described of reload size selection and cartridge installation issue could not be confirmed as the returned reload was placed and removed with no issues noted in a test device. A manufacturing record evaluation was performed for the finished device batch number 441c52, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the the cartridge does not fit in to the jaw of the stapler. There was no patient consequence nor surgical delay reported. No additional information provided.